Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral stage two diffuse lamellar keratitis (dlk) noted at two day post lasik treatment. Reporter indicated patient because confused about eye drop dosage between anti-inflammatory and steroid. Reporter relayed patient was seen again at eleven days post op, after using drops correctly, and patient issue has improved to stage one. A bandage soft contact lens was inserted to stabilize epithelium. Patient noted halos and glare. Upon additional follow up, reporter indicated the patient was also placed on an antifungal eye drop and is improving, but continuing to be monitored. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.